Event description:
Customer reported via phone, he was having issues with the insulin pump alarming no delivery. Customer's blood glucose was 123 mg/dl. Troubleshooting was performed and it was found the reservoir had a small bubble at the top but the set had already been changed and he removed the site. Customer is not returning the reservoir for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.